Manufacturer narrative:
(B)(4).

Event description:
Information was reported by the healthcare professional (hcp) reading a patient receiving an unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported that the pump was explanted on (B)(6) 2015 due to an infection of the pump. Further follow up was done to determine the drug information, medical history, event date, symptoms related to the infection, if any diagnostics were performed, and if the infection had resolved.